Event description:
It was reported that the right ventricular (rv) lead had a high threshold warning when testing in the hospital. The lead remains in use. The patient will continue to be followed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: addrl1 implantable pulse generator, (B)(6) 2013; 4968, implantable pacing lead, (B)(6) 2009. (B)(4).